Event description:
It was reported that during the catheter testing prior to the operation, the delta chamber was damaged and leakage was obvious. There was no injury or death to the pt.

Manufacturer narrative:
(B)(4). The valve was not patent due to a large tear on the bottom of the delta chamber and a small tear on the reservoir dome above the valve membrane. The damaged condition of the valve precluded further testing. It is unk how or when these damages occurred. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.